Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the device was interrogated and showed one episode of atrial fibrillation that was misdiagnosed as ventricular fibrillation. As a result, the patient received inappropriate anti-tachycardia pacing (atp) therapy. The patient underwent a change in drug therapy and is in stable condition.